Manufacturer narrative:
Membrane failure. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. As per q017-CAPA-(B)(4) and in accordance with the fsca defined by (B)(4) and FDA reference (B)(4), experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
No reported fault with device. No patient involved. Investigation determined a malfunction with the device.